Event description:
It was reported that a pt sustained a second degree burn on the leg after hair removal treatment with a lightsheer duet laser resulting in a scar.

Manufacturer narrative:
An evaluation of the reported, treatment settings by a lumenis medical subject matter expert concluded the probable root cause to be failure to lower energy levels for the treatment of tanned skin in contraindication to device labeling.